Event description:
Product complaint rec'd from fmc clinic. Reports of an internal "blood leak" with first use of the dialyzer. Details of event confirmed with nursing director. The dialyzer was new and non-processed. The pt was not reinfused and lost the volume of extracorporeal blood, estimated blood loss 250 ml. There was no medical intervention required and no adverse effects to the pt were reported. Requested pt info, lab results and whether a complaint sample is available. Awaiting info. 11/25/98 healthcare professional called and provided pt info for MDR submission. MDR filed due to blood loss reported, no medical intervention required.